Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including hernia recurrence, adhesions, chronic pain and mesh explant. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Review of manufacturing records indicate product was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent umbilical hernia repair surgery with implant of ventralex st mesh (device #1) (cat #5950008; lot #hudw2067) on (B)(6) 2020. It was alleged that the patient had recurrent incarcerated umbilical hernia thereby underwent robotic repair of recurrent incarcerated umbilical hernia and implanted with ventralight st w/echo 2 (device #2) (cat #5991015; lot #hufu1404), during the procedure the surgeon noted that the "small bowel incarcerated in the hernia. An extensive lysis of adhesions was performed, freeing the small bowel and omentum from the hernia sac. Afterwards, the old mesh was excised." As alleged the patient experienced recurrence, adhesion, chronic pain and explant of the old mesh which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.